Manufacturer narrative:
Investigation summary: the reported failure mode cannot be confirmed since the marking on syringe is deemed acceptable per canaan print standard guidelines. DHR review: complaint history check for lots 8242826 & 8239986 were verified and no discrepancies were found about the above described problems. A complaint history check was performed and this is the 1st related complaint reported for the defect/conditions on lot numbers 8242826 & 8239986. Investigation level: a ref no product desc mfg code subject desc 759233 convenience syringe 8242826 & 8239986 faded graduation marks no findings in qns/ncmr/DHR about the lot numbers 8242826 & 8239986 were found. This is considered as an isolated issue. Lot no #: 8242826, catalogue #: 309680 quantity produced: 43,220 pcs. Lot no #: 8239986, catalogue #: 309680 quantity produced: 43,220 pcs. 60ml syringe lots (p/n 8000952) used are 8054983 & 8054984. No qn¿s were found for lots 8242826, 8239986, 8054983 & 8054984 in sap and incoming inspection records. During the manufacture of this product, 100% visual inspection is performed before packaging the product in dispensers looking for printing defects on syringes. During the 100% inspection no printing defects on syringes were detected by our operators. This is considered an isolated issue. Based on the sample and description received, the assembled and marked syringes coming from columbus are acceptable per the canaan print standard guidelines since the marking is legible and the characters have more than 50% printed at the naked eye. Print definitions: legible-easily capable of being read. Missing print-more than 50% of the item is removed or not printed on the barrel.

Event description:
It was reported that "approximately 180" bd luer-lok¿ syringes in the bulk sterile pharmacy convenience tray were found with "faded graduation marks" during the filling process. Lot numbers 8242826 and 8239986 were reported to have been involved in this event, but it is unknown how many incidents occurred from each lot.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8242826. Medical device expiration date: 2023-07-31. Device manufacture date: 2018-10-02. Medical device lot #: 8239986. Medical device expiration date: 2023-07-31. Device manufacture date: 2018-10-02. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "approximately 180" bd luer-lok¿ syringes in the bulk sterile pharmacy convenience tray were found with "faded graduation marks" during the filling process. Lot numbers 8242826 and 8239986 were reported to have been involved in this event, but it is unknown how many incidents occurred from each lot.